Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used during a banding procedure.according to the complainant, during preparation, they noticed that a band was loose on the ligator head. They made an attempt to deploy a band, outside of the patient however, the band would not deploy. The case was completed with a second speedband superview super 7 multiple band ligator.there were no serious injuries reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device found that red residue was present on the device to indicate use, which is contrary to the customer's report that the event occurred outside the patient. The handle assembly was without issue and presented evidence that the trip wire had been properly cinched in the slot. The trip wire was kinked and the suture was found at the distal end attached to the loop. The ligator head teeth were bent and deformed. Four blue bands had been deployed. One blue band and the white band remained on the ligator head however; they were rolled out of position. The suture was still attached to the ligator head. In addition, twelve pieces of unknown white fibers of various lengths were stuck under the white band. Functionally, the handle assembly knob was turned 180º and an audible click was heard. Based on the condition of the returned device which indicated the device was used in the patient, the residue and damaged ligator teeth, the most probable root cause has been determined to be operational context. This is most likely due to anatomical/procedural factors encountered during the procedure. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
(B)(6):the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used during a banding procedure.according to the complainant, during preparation, they noticed that a band was loose on the ligator head. They made an attempt to deploy a band, outside of the patient however, the band would not deploy. The case was completed with a second speedband superview super 7 multiple band ligator.there were no serious injuries reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.